Event description:
It was reported that the patient enrolled in an unknown clinical study underwent a revision procedure to replace the implantable pulse generator (ipg) due to communication and charging issues wherein the patient was experiencing difficulty charging the ipg, and having to charge several times a day for long periods of time. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Boston scientific subsequently received additional information indicating the serial number for the explanted ipg is (B)(6). Additional information also provided the physicians telephone number and patient outcome status as doing well post procedure.

Manufacturer narrative:
Device technical analysis: the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Investigation conclusion: based on all available information, engineers concluded that the ipg communication and difficulty charging issues could not be confirmed by lab analysis of the device, as the device passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient enrolled in an unknown clinical study underwent a revision procedure to replace the implantable pulse generator (ipg) due to communication and charging issues wherein the patient was experiencing difficulty charging the ipg, and having to charge several times a day for long periods of time. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Boston scientific subsequently received additional information indicating the serial number for the explanted ipg is (B)(4). Additional information also provided the physicians telephone number and patient outcome status as doing well post procedure.

Event description:
It was reported that the patient enrolled in an unknown clinical study underwent a revision procedure to replace the implantable pulse generator ipg due to communication and charging issues wherein the patient was experiencing difficulty charging the ipg, and having to charge several times a day for long periods of time. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.